Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the front response switch was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery charger had trouble with download.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (trouble with download) was confirmed due to a defective power supply brick that had no power output voltage. The charger was unable to power on. The root cause for the defective power supply brick could not be positively identified. There was no adverse event that resulted from the damaged charger.